Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A (B)(6) social media user reported that the transmembrane pressure (tmp) monitor on a fresenius 2008k hemodialysis (hd) machine was not displaying tmp with a negative sign, but when the tmp passed zero it would display a positive sign. A covid-19 patient on a heparin infusion was performing treatment on the machine when the venous pressure suddenly increased, and the tmp went from 40 to +10. The patient was approximately two hours and fifteen minutes into their treatment. The operator tried adjusting the "qb" [sic] to continue treatment with -tmp, however, the "ultrafiltration (uf) [value] kept changing to 0 or +uf" [sic]. The machine alarms continued to occur, and the treatment was terminated. The venous line filter showed signs of clotting with an unspecified whitish material seen in the lines. It was unknown if the patient was able to complete treatment. No adverse effects were reported. Although the reporter stated the uf was changing, it was not clear if the correct amount of fluid was removed from the patient during their treatment. It was also unclear if the uf functionality was working properly. Additional information could not be obtained. There was no patient name, clinic name, device serial number, or phone number documented in the post. The reporter did not specify what type of dialyzer or bloodline was being used.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.